Event description:
It was reported that the patient was having difficulty speaking and that it was getting worse since initial vns implant. The patient breathless while speaking and so was whispering. His breathing was fine while not talking. The patient's vns was not yet turned on. Diagnostics on implant date were ok . Later, it was determined that the patient had vocal cord palsy, and turning the patient's vns on was delayed. Further information was received reporting that the patient had been speaking normally directly after implant, but his vocal ability began to deteriorate not long after, until he was only able to whisper. It was noted that the patient's condition had recently improved as he was able to speak even if his voice was still gravelly. No further relevant information has been received to date. No known surgical intervention has occurred to date.